Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: during investigation, the pump powered on and the display screen was functional. The complaint of a damaged/cracked display screen was not observed. Unrelated to the damaged display complaint, investigation revealed that the display was dim, fading and discolored. Also unrelated to the original complaint, investigation revealed a crack on the side of the battery compartment from the threads to the case seal. In addition, the audio bolus button cover was damaged/punctured. The audio bolus button was responsive to button presses but was difficult to press. The audio bolus button cover was removed and the slug was found to be misaligned. There was debris and contamination found on the bolus button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was cracked. It could not be determined whether the patient was able to read the screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.